Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Analysis of the desktop charger (dtc) [s/n (B)(4)] found there were broken connector pins on the cable assembly. (B)(4).

Event description:
The consumer reported that the implantable neurostimulator recharger (insr) was not charging and there was a broken connector pin on the desktop charger (dtc). It was noted that the connector pin came apart and the patient had not used the dtc since two weeks prior to (B)(6) 2014. It was further reported that the patient had trouble sleeping and the patient was in a lot of pain the night of (B)(6) 2014. The patient's indications for use included non-malignant pain.

Manufacturer narrative:
Upon further review, evaluation conclusion code no longer applies to the desktop charger (dtc); evaluation conclusion code applies to the desktop charger (dtc). Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.